Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked and broken atrial and ventricular connectors. The epg was returned for service. There was no patient involvement.